Manufacturer narrative:
(B)(4).

Event description:
It was reported that redness was seen around the pocket due to an allergic reaction. The patient underwent a system revision by having the skin cleaned, and it was noted that the pocket was not infected. The patient condition was good.

Event description:
New information received indicated the patient underwent a system revision after the physician suspected an infection. Analysis of the buffer sample revealed that there was no infection. Patient condition was good.